Manufacturer narrative:
Updated sections: a2, a3, a4, b4, d4, g4, g7, h2, h3, h6, h10. Serial #: (B)(6). The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter. The one-way valve was also returned. Two catheter tubing kinks were observed at approximately 74.9cm & 75.9cm from the iab tip and two inner lumen kinks were also observed approximately 14.7cm, 74.9cm from the iab tip. The one-way valve was vacuum tested and held vacuum. A laboratory insertion test was unable to be performed due to the returned condition of the product. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. We are unable to confirm the reported problem due to the returned condition of the iab and unable to mimic the clinical settings. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the balloon unfurled and would not pass into the sheath. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported during insertion of the intra-aortic balloon (iab), the balloon unfurled and would not pass into the sheath. There was no reported injury to the patient.